Manufacturer narrative:
Patient information: unk. Date of event: unk. Common device name: product code unk; esubmitter software does not allo for an unk or blank entry model #: implant date: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. Claim# (B)(4).

Event description:
The reporter stated that the surgeon implanted an implantable collamer lens into the patient's eye. The surgeon reports spontaneous mydriasis some days after surgery. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Patient information: unk. Date of event: unk. Common device name: product code unk; esubmitter software does not allo for an unk or blank entry model #: implant date: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Device manufacture date: unk. (B)(4). Claim# (B)(4).

Event description:
The reporter stated that the surgeon implanted an implantable collamer lens into the patient's eye. The surgeon reports spontaneous mydriasis some days after surgery. Attempts to obtain additional information have not been successful.

Manufacturer narrative:
Additional information: b5: the reporter indicated the surgeon implanted a 12.6mm vicm5_12.6 -13.0d into the patients left eye (os) on (B)(6) 2021. Spontaneous mydriasis was observed several days after surgery. Lens remains implanted. Reportedly, "overall patient is normal, good visual acuity, iop and lens well positioned." Cause is reported as unknown. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).